Manufacturer narrative:
D10 concomitant medical products: 173016 - 173016 endo stitch instrument, lot# j4h3320ey unknown endo st - unknown endo stitch sulu, lot# unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy, and vaginal laceration repair, while trying to close the vaginal cuff, there was an issue with the device passing the needle into the tissue but then grasping it from the other side, causing the needle to disengaged in the tissue. A laparoscopic needle grasper was used to finish and close the vaginal cuff. It was noted that two different sutures were tried without success before using the lap needle grasper. There was no patient injury.